Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
The handheld and flashcard were received for analysis. Analysis of the flashcard was completed on 10/23/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on 10/23/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the physician's handheld will not power on even whiled plugged into an electrical outlet. A hard reset was attempted; however, did not resolve the issue. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis; however, has not been received to date.

Event description:
Additional information was received that the returned handheld would not allow transmission of data and kept giving error message that not all data could be received prior to its return. Attempts for the charging cable and serial cable for the hhd were made as they were not returned previously with the handheld. Both cables have not been received to date.